Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient noticed iodine leaking from the crack in the minicap. The minicap cracks after the patient secures it to the transfer set. The patient reported that no damage was observed prior to using the minicap and that the leak from the minicap occurs anywhere between a few minutes to an hour after securing the minicap to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
(B)(4). Manufactured (B)(6) 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.